Event description:
It was reported that pacing impedance did not increase after the fixation portion of implant for a right ventricular leadless pacemaker. Device was unfixated and redocked. Physician noticed the device's helix became stretched when the delivery catheter's protective sleeve was used. The device was replaced to complete the procedure. Patient did not experience any consequences as a result.